Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, suction muffler need repair and suction does not work. There was no reported patient involvement.

Manufacturer narrative:
The muffler for venturi drive was replaced and fixed the reported issue.